Event description:
It was reported that the customer administered multiple correction bolus resulting in them stacking insulin and subsequently their blood glucose (bg) decreased to less than 40 mg/dl. Reportedly, the customer tripped and broke their foot. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.